Event description:
It was previously reported that the proteus xr/a table drove past the lower limit safety switches. The definlum 8000 table circuit board has similar technology, therefore, creating a similar injury prospectus. No injury was reported. The concern is for a toe pinch hazard, if the operator's foot would become trapped between the outer covers and the floor or operating pedals.

Manufacturer narrative:
There was no event reported for the definlum 8000 x-ray system, therefore, no patient was involved. Investigation is ongoing.